Event description:
It was reported that the rack pushrod on the pump was damaged. There was no adverse impact to the customer's blood glucose level, as no information was provided. The customer reverted to an alternate method of insulin therapy.